Manufacturer narrative:
(B)(4). Lot 13m079 was manufactured from november 18, 2013 to november 19, 2013. The device was returned for evaluation. A visual inspection was performed and noted that the blue winged luer cap had separated from its distal luer lock. The reported condition was verified. The cause of the condition could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate¿s winged luer cap separated from the distal end. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.